Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to peritonitis five day after the event onset. The patient was discharged from the hospital 14 days after the event onset. Antibiotic treatment was discontinued 21 days after the event onset. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. The same day as the event onset, the patient was treated with vancomycin injection (2gm, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.